Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting and elevated iop. The patient experienced a shallow anterior chamber and angle closure. The lens was removed with no patient injury and a shorter lens was implanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - os: reportedly icl (12.6) was explanted 6 days postoperatively to address "too high" vaulting, shallow ac, angle closure, and subsequent elevated iop. Another icl, shorter lens, was implanted on a different surgery date without complications. It is well known that an oversized icl (excessive vault) increases the risk of pupillary block in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block. Oversized icls also contribute to acute pupillary block; in such cases, anterior vaulting of the icl does not resolve with pupil dilation and urgent surgical removal or icl exchange is required. Given the information that shorter lens was implanted as a replacement, the reported event is multifactorial in origin and includes and the patient (anatomy) and the procedure (calculation error) related factors. The literature reported similar case and management (complication after a placement of a phakic icl) in cataract and refractive surgery today (2009). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)